Event description:
Treatment of an ophthalmic aneurysm. It was reported the patient was treated with one pipeline and four axium coils. Post procedure, the patient experienced basilar ganglia hemorrhage and was decompressed via surgery. On follow-up, it was reported that the patient is starting to move all limbs with minimal movement from one side.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The model# and lot# of the axium involved were not reported. (B)(4).